Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was reported that undersensing was noted on the device. Technical services recommended re-programming to resolve the issue. The patient was stable.